Manufacturer narrative:
Mml# (B)(4). Other devices explanted: model: 5100. Description: reactiv8 implantable pulse generator. Serial number: (B)(6). UDI #: (B)(4). Model: 8145. Description: reactiv8 implantable pulse generator. Serial number: (B)(6). UDI #: (B)(4). The lead assemblies were received for analysis. The out-of-range was confirmed on the right lead. Visual inspection under a lab microscope revealed rounded, fractured coils. Across all coils at the separation, approximately 1 inch below the distal electrodes # 4. No allegation against the left lead. Both leads were cut during the explant. Therefore, no functional testing could be performed on both leads. No other damages were observed throughout the leads. Associated with the manufacturer report number: 3021520203-2026-00033 (pocket site pain). Updated h6.

Event description:
It was reported that the patient was unable to run therapy sessions. There was no report of patient harm or injury. The clinical specialist troubleshot the issue and confirmed that all electrodes on the right lead were out of range/high impedance. The patient underwent an explant procedure to remove the device. The entire ipg and leads were removed without complications.

Event description:
It was reported that the patient was unable to run therapy sessions. There was no report of patient harm or injury. The clinical specialist troubleshot the issue and confirmed that all electrodes on the right lead were out of range/high impedance. The patient underwent an explant procedure to remove the device. The entire ipg and leads were removed without complications.

Manufacturer narrative:
(B)(4). Other devices explanted: model: 5100, description: reactiv8 implantable pulse generator, serial number: (B)(6), UDI #: (B)(4). Model: 8145, description: reactiv8 implantable pulse generator, serial number: (B)(6), UDI #: (B)(4).